Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed the electrode array was severed prior to receipt as well as a surgical tool mark on both top and bottom covers. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing. The no lock condition prevented some of the electrical tests from being performed. The device passed an electrical test performed. The device passed the mechanical tests performed. This is an interim report.

Manufacturer narrative:
The external visual inspection revealed the electrode array was severed prior to receipt as well as a surgical tool mark on both top and bottom covers. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing. The no lock condition prevented some of the electrical tests from being performed. The device passed an electrical and mechanical test performed. This is an interim report.

Manufacturer narrative:
UDI number: na.

Event description:
The recipient is reportedly experiencing loss of lock and sound quality issues. External equipment was exchanged, however, the issue is not resolved. Revision surgery is under consideration.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed prior to receipt as well as a surgical tool mark on both top and bottom covers. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing. The no lock conditions prevented some of the electrical tests from being performed. The device passed an electrical test performed. The device passed the mechanical tests performed. The failure of this device is attributed to a short on the power node at the analog chip. Excessive voltage was dropped across this short preventing the device from achieving lock. Advanced bionics will continue to monitor failures of this type. This is the final report.